Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error. The customer¿s blood glucose was unknown at the time of incident. Customer reports they were able to clear the alarm but not able to rewind the insulin pump. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
No pump error 37 noted during testing, however noted in trace download analysis due to moisture damage. During visual inspection, found motor, force sensor and electronic stack moisture damage. No pump error 63 noted during testing, however, pump error 63 (variable 3) was present in the device trace download due to broken trace at pin vdd on keypad assembly. No unexpected pump error 53 alarms noted during testing however, pump error 53 alarm are found in the formatted history file due to a software error. Device passed self test, occlusion test, force sensor test, basic occlusion test, prime/seating test, rewind test and displacement test.